Event description:
The fixation device failed on two different devices; both were the same lot number. The device would jam and wouldn't shoot out any more tacks. A third device was needed to complete the procedure.